Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 527 mg/dl. The customer attempted to self treat with a supply change and manual dose injection, however, was treated intravenously with fluids of saline and insulin in the ER. The customer was released the 02/29/23 with issue resolved and no permanent damage. The customer reverted to manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿